Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of (B)(4) (the MFR) and (B)(4) (the imp). (B)(4) in a follow-up call to the facility, the reporter confirmed there was no adverse reaction associated with this complaint. The reporter stated that the nurse visually noticed the under infusion at the end of the pt's run. He confirmed that the set was loaded correctly, but could not report what time the incident took place. He also stated the date of the incident occurred on (B)(6) 2013. (B)(4). The pump performed within specifications. The pump's operational log was reviewed. Per the log, there is no infusion activity on (B)(6) 2013. The last day of infusion activity was used for log review.

Event description:
(B)(4).